Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. There are plants to reimplant the patient with another device, but this has not occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Correction: the correct catalog number is 92127; not 90434 as previously reported. This report is filed (B)(4), 2013.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (date not reported). This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2012. This report is filed (B)(4) 2013.